Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Testing of the returned device confirmed the air/water nozzle was clogged and foreign material was present at that area. Inspection of the insertion section showed cloudy adhesive, a dented connection tube, a scratched distal end cover and a cracked light guide lens. Examination showed the light guide lens adhesive was cloudy and peeling. The universal cord that connects the scope to the light source had a scratch and wrinkling and a scratch on its protective cover. Further, the scope connector cover plate was peeling, the grip was sheared, the suction cylinder had peeled paint, the control unit showed fluid contamination, adhesive on the bending section cover was chipped, the insertion section connector tube was scratched and the connecting tube was wrinkled. Upon follow up with the customer, device reprocessing information was provided: th device was cleaned, disinfected and sterilized prior to sending the subject device to olympus. The customer indicated they were aware of foreign material that was adhered to the endoscope. The customer indicated is is unknown if the scope was used in a procedure with the foreign material adhered. It is unknown if there was a delay in the start of pre-cleaning. The air/water nozzle was flushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that poor air supply, unable to send water for the evis lucera gastrointestinal videoscope. The customer stated the scheduled procedure was diagnostic. Upon return of the device, it was inspected and tested. The device was found to have foreign material in the air/water nozzle. The customer could not confirm any additional event or procedural information. No patient injury reported. This report is submitted due to the finding of foreign material in the nozzle, identified during device evaluation.